Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had no power, there was moisture in the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/22/2016 with the following findings:. No moisture observed in the cartridge compartment, moisture observed behind the display lens. Pump has damaged cartridge compartment, missing audio bolus button cover & battery compartment crack below the bumper pad,.. Returned battery cap is able to attach to the pump. Pump has no audible & no vibratory features, the display screen remains blank. The attempt to download the pump history and black box was unsuccessful.. Pump fails leak test due to audio bolus button leak, cartridge compartment leak, damage to pump case leak & battery compartment leak..#5. Removed pump cover; internal moisture was confirmed in pump unable to complete required investigation due to moisture damage in the pump.